Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1127 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("multiple fragments of this metal spring-like object") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of dysfunctional uterine bleeding, pelvic pain, vaginal bleeding and abdominal pain. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2013. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingo-oophorectomy.). The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy noted: as per plaintiff fact sheet: insertion date is (B)(6) 2014 ((B)(6) 2014) and explanation date is (B)(6) 2018 as per medical record: insertion date is (B)(6) 2008 and explanation date is (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2013: specimen(s): 1. Uterus and bilateral fallopian tubes, 68 grams. 2. Clinical history chronic pelvic pain. Final diagnosis: uterus and cervix, bilateral fallopian tubes, total vaginal hysterotomy and bilateral salpingectomy: - unremarkable cervix with no dysplasia. - disordered proliferative endometrium without atypia. - bilateral fallopian tubes. - metal spring as described. Gross: the endometrial cavity has a tan-brown lining with a greatest thickness of 0.1 cm. There is a 1.0 x 1.0 x 0.5 cm cyst at the left cornu which contains a red-brown hemorrhagic fluid. Adjacent to this cyst, is a 1.5 cm in length by less than 0.1 cm in diameter metal spring-like object. Further sectioning reveals multiple fragments of this metal spring-like object adjacent to the cyst at the cornu. The pink-tan rubbery myometrium has a greatest thickness of 2.1 cm. Microscopic: microscopic finding(s) correspond to the diagnosis(es) given above. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("multiple fragments of this metal spring-like object") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abdominal pain on (B)(6) 2013 and vaginal bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, 2172 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingo-oophorectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2013: specimen(s): 1. Uterus and bilateral fallopian tubes, 68 grams 2. Clinical history chronic pelvic pain. Final diagnosis: uterus and cervix, bilateral fallopian tubes, total vaginal hysterotomy and bilateral salpingectomy: - unremarkable cervix with no dysplasia. - disordered proliferative endometrium without atypia. - bilateral fallopian tubes. - metal spring as described. Gross: the endometrial cavity has a tan-brown lining with a greatest thickness of 0.1 cm. There is a 1.0 x 1.0 x 0.5 cm cyst at the left cornu which contains a red-brown hemorrhagic fluid. Adjacent to this cyst, is a 1.5 cm in length by less than 0.1 cm in diameter metal spring-like object. Further sectioning reveals multiple fragments of this metal spring-like object adjacent to the cyst at the cornu. The pink-tan rubbery myometrium has a greatest thickness of 2.1 cm. Microscopic: microscopic finding(s) correspond to the diagnosis(es) given above. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage¿. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical device removal was updated to device breakage.medical history,lab data,patient information,reporters,indication addded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("multiple fragments of this metal spring-like object") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of dysfunctional uterine bleeding, pelvic pain, vaginal bleeding and abdominal pain. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2013. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingo-oophorectomy.). The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy noted: as per plaintiff fact sheet: insertion date is (B)(6) 2014 and explanation date is (B)(6) 2018. As per medical record: insertion date is (B)(6) 2008 and explanation date is (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2013: specimen(s): 1. Uterus and bilateral fallopian tubes, 68 grams 2. Clinical history chronic pelvic pain. Final diagnosis: uterus and cervix, bilateral fallopian tubes, total vaginal hysterotomy and bilateral salpingectomy: unremarkable cervix with no dysplasia. Disordered proliferative endometrium without atypia. Bilateral fallopian tubes. Metal spring as described. Gross: the endometrial cavity has a tan-brown lining with a greatest thickness of 0.1 cm. There is a 1.0 x 1.0 x 0.5 cm cyst at the left cornu which contains a red-brown hemorrhagic fluid. Adjacent to this cyst, is a 1.5 cm in length by less than 0.1 cm in diameter metal spring-like object. Further sectioning reveals multiple fragments of this metal spring-like object adjacent to the cyst at the cornu. The pink-tan rubbery myometrium has a greatest thickness of 2.1 cm. Microscopic: microscopic finding(s) correspond to the diagnosis(es) given above. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1127 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal on (B)(6) 2018). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.